Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 1121308-2021-00035. A physician reported an idrt infection: on (B)(6) 2021 a surgery was done to remove a pavimentous cellular carcinoma and graft the region. The result was scc in situ with a depth margin. Patient received 30 sessions of rt and the graft disappear at all. Surgeon did debridement several times and applied integra (idrt) two times , the first one was infected because the patient went to other place changes the dressing and the area became infected. The second time, the surgeon debrided again, drilled the bone to have blood approach and applied the idrt double layer with vac for 3 weeks with orders that no one could change the dressing and the expected result was not achieved.

Manufacturer narrative:
Product was not returned for evaluation; however, a photograph was evaluated and failure is confirmed. It is difficult to pinpoint the exact root cause of the infection. The DHR review did not implicate any manufacturing processes. All product is released based on passing of all in process and finished goods criteria, including ensuring that sterile product gets to the customer. The most probable root cause can be that the environment post-application was inadequate for wound healing.

Event description:
N/a

Manufacturer narrative:
Failure analysis update - while the presence of an infection was confirmed by a submitted photograph, the failure cannot be definitively linked to the device. The most likely root cause of the reported complaint was inadequate environment for wound care post-procedure.